Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported by the sales rep. That there has been a change of insert due to unknown infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "conclusion/assessment: no medical history or significant medical records were provided for review. Data from the hospitalization and the procedures, preoperative and postop x-rays were not provided for review. The x-rays provided were not dated or labelled. Based on the pi report and the two implant sheets, a poly exchange for ¿unknown¿ infection is reported for a triathlon knee. Event confirmation: the materials provided do not allow confirmation of the event. Root cause: based on the pi report, the root cause for a polyethylene exchange was an ¿unknown¿ infection. But a root cause cannot be ascertained as this event cannot be confirmed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. A review of medical records with a clinical consultant indicated "conclusion/assessment: no medical history or significant medical records were provided for review. Data from the hospitalization and the procedures, preoperative and postop x-rays were not provided for review. The x-rays provided were not dated or labelled. Based on the pi report and the two implant sheets, a poly exchange for ¿unknown¿ infection is reported for a triathlon knee. Event confirmation: the materials provided do not allow confirmation of the event. Root cause: based on the pi report, the root cause for a polyethylene exchange was an ¿unknown¿ infection. But a root cause cannot be ascertained as this event cannot be confirmed." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon prim tib bplate cemented sz 4; cat# 5520-b-400; lot# tyr4a; triathlon cr fem comp #3 l-cem; cat# 5510f301; lot# rubau; simplexhv ce genta 10 pack ; cat# 61931010; lot# 336bc953ie; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the sales rep. That there has been a change of insert due to unknown infection.